Manufacturer narrative:
The events of death and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. It is unknown if reoperation occurred. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Researching physician reported death related to lymphoma alcl. Pathological markers confirming alcl have not been received. The device manufacturer is unknown. This record is for the right side.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that this is a duplicate report. See (B)(4), MDR report number 9617229-2018-08412.

Event description:
Researching physician reported death related to lymphoma alcl. Pathological markers confirming alcl have not been received. The device manufacturer is unknown. This record is for the right side.